Event description:
Left femoral artery access obtained using a cook ansel 6fr 70cm sheath in order to perform an peripheral vascular intervention. Upon completion of the case, the sheath was pulled back access the aortoiliac bifurcation without complication. A bilateral iliac angiogram was performed revealing no evidence of vessel trauma. The pt was removed from the cath lab in stable condition. The nurses attempted to remove the sheath but experienced resistance. They notified the md who then attempted to remove the sheath bedside. After moderate pressure was applied to the sheath, the wire braiding unraveled and the sheath separated into two separate pieces leaving about 10cm of the distal end inside of the pt's femoral artery and the remainder outside of the body leaving only the wire braiding connecting the two. Hemostasis was obtained by applying pressure to the access site and the pt remained comfortable and stable. The pt was then transported to the hospital by ambulance in stable condition and surgery was performed in order to remove the remainder of the sheath.